Manufacturer narrative:
(B)(4). Batch # m92w16. (B)(4). The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the reported incident of: ¿an electric leakage occurred in the middle part of the shaft. Another eph04 and eps03 ¿. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, an electric leakage occurred in the middle part of the shaft. Two other like devices were used to complete the case. There were no adverse consequences to the patient.